Manufacturer narrative:
Additional narrative: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. As the device was not returned, a thorough product evaluation could not be carried out. It was reported that the device was placed in a plastic bag whilst the patient showered and the bag was then dropped. It is unclear whether the device could have come into contact with water during this incident. However, the most likely cause of the pump failure was determined as user variance, based on the information provided. As stated in the IFU for this product, ¿when showering, the pico 7 pump should be stopped and disconnected from the dressing. Whilst disconnected, ensure the end of the tubing attached to the dressing is facing down so that water does not enter the tube.¿ prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the patient took a shower, and placed the pico in a plastic baggy, then the device was dropped. When she placed the batteries back in all lights illuminated. She contacted the hcp office and they advised to get a sooner appointment. No more information available.